Event description:
It was observed during inspection of the device, the brush of the gastrointestinal videoscope could not pass through the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported obstructed suction channel/unable to insert endo therapy accessories could not be determined, as there was no evidence of a foreign material obstruction, however, it is possible that the issue occurred due to observed buckling/deformation of the forceps channel. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received: the event occurred at the end of a therapeutic esophagogastroduodenoscopy (egd) procedure and was completed without delay, using the same device. There was no patient harm reported.